Manufacturer narrative:
The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during a sacrospinous ligament fixation procedure performed on (B)(6), 2017. According to the complainant, the patient had a follow-up check-up on (B)(6), 2017 and a mesh exposure at the right side of the patient's vaginal top was discovered. Afterwards, on (B)(6) 2017, the patient was re-operated with mucous membrane coverage of the exposed mesh. Reportedly, the patient has been operated for prolapse twice before her surgery on (B)(6), 2017.